Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis initially confirmed the reported event, the encoder flex was out of specification. It was also noted that the lower case was broken, the battery contacts were compressed and the battery drawer o-ring was missing. Further analysis was performed on the encoder flex subassembly. This testing noted good interconnect continuity of the circuit to the display assembly. Control was positive and precise for each encoder dial. After bench testing was performed, no defect was found with the encoder flex. (B)(4).

Event description:
It was reported that during preventative maintenance of the external pulse generator (epg), the biomedical engineer observed that the sensitivity was out of specifications. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that during routine testing the sensitivity on the external pulse generator was found to be out of specification and it was further noted that the sensitivity could not be adjusted. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.